Event description:
A nurse reported a scratch on an intraocular lens (iol). Pt impact remains unk. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested on 03/12/2009 by mail. A completed questionaire has not been received.